Event description:
A report was received from the USA that the ventilator had an erratic display. The malfunction did not occur during pt use. The date of the event was not provided.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the touchscreen printed circuit board (pcb). The ventilator passed performance verification testing (pvt) per mfrs service manual. (B)(4).